Event description:
Spontaneous inbound call from mother advising that during their last infusion the tubing was not secure resulting in approximately 2/3 of medication spilling and not infusing. Per mrs. (B)(6) the needle set connection to syringe failed to lock correctly and was discovered when patient stood up during infusion. Whether to make up dose or wait for next infusion pending md decision. Unknown if device available for return, no adverse event reported. No other information provided. Unknown if there was any connection to the actual vial that leaked. Indication: nonfamilial hypogammaglobulinemia. Reported to (B)(6) by: patient/caregiver.